Event description:
It was reported that the patient's implantable neurostimulator (ins) was previously flipped and that a surgical procedure had been performed by her physician to revise the pocket approximately 3 weeks prior to the date of this report. The patient had not been able to charge her ins since the surgery because it was too deep, although at one time post pocket revision, they were able to obtain 4 coupling boxes. It was noted that the patient programmer (pp) indicated that the ins's battery was 50% full. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, ,serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37743, serial#: (B)(4), product type: programmer, patient product ID: 37092, lot#: 290630001, implanted: (B)(6) 2012, product type: accessory. (B)(4).